Event description:
As reported, during the preparation of a 6f 100cm amplatz right (ar) 1 vista brite tip guiding catheter, there were cracks discovered at the hub. An attempt to flush the device with saline was made, but a leakage was observed from the luer hub crack. The device could not be used. A non-cordis device was used to complete the procedure. There were no reported injuries to the patient. This was during a percutaneous coronary intervention (pci) procedure in which a retrograde approach was used. The physician was being trained on the use of the device. The device was stored and prepped per the instructions for use (IFU). The device was returned but was not received for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. The device was returned under the incorrect complaint number. Due to the criteria complaint status of the complaint in which it was returned under, the device was discarded per criteria complaint procedure. The device is not available for evaluation. Complaint conclusion: as reported, during the preparation of a 6f 100cm amplatz right (ar) 1 vista brite tip guiding catheter, there were cracks discovered at the hub. An attempt to flush the device with saline was made, but a leakage was observed from the luer hub crack. The device could not be used. A non-cordis device was used to complete the procedure. There were no reported injuries to the patient. This was during a percutaneous coronary intervention (pci) procedure in which a retrograde approach was used. The physician was being trained on the use of the device. The device was stored and prepped per the instructions for use (IFU). The device was returned but was not received for evaluation as previously expected. However, one (1) picture related to the reported failure was provided. Per the picture analysis, a kinked section in the body of the device can be observed as a secondary condition from the reported incident. No damage related to the reported event was observed during this analysis. No other anomalies of the product can be noticed on the attached picture. The reported event of ¿luer hub-cracked¿ could not be confirmed through review of the picture received and without receipt of the device for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the cracked hub experienced by the customer. However, as the device was noted to be kinked/bent in the picture analysis, procedural/handling factors (such as over-tightening of the hub) are possible. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. The information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ neither the picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h10 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the preparation of a 6f 100cm amplatz right (ar) 1 vista brite tip guiding catheter, there were cracks discovered at the hub. An attempt to flush the device with saline was made, but a leakage was observed from the luer hub crack. The device could not be used. A non-cordis device was used to complete the procedure. There were no reported injuries to the patient. This was during a percutaneous coronary intervention (pci) procedure in which a retrograde approach was used. The physician was being trained on the use of the device. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation.